Manufacturer narrative:
.

Event description:
It was reported that during prophylactic generator replacement the surgeon identified a split in the lead only in the outer tubing of the lead body. The surgeon reported that there were tissue and fluid ingress within the outer tubing of the lead. It was reported that device diagnostics were within normal limits and since the inner tubing was not affected the lead was left in place. There were no reported adverse events associated with the split in the lead outer tubing. Attempts to obtain additional relevant information have been unsuccessful to date.